Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4(lot), d4(exp date) d8, h2, h3, h4, h6, h10, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the energy required for coagulation was not transferred due to the adhered residue. No problem detected. The jaws were returned opened with heavy amounts of dried residue coated on the jaws. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had no sealing function. The issue occurred during a therapeutic laparoscopic case and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no sealing function. The issue occurred during a therapeutic laparoscopic case and was completed using a similar device. There were no reports of patient harm.